Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in asystole and resuscitation was being performed when the external pulse generator (epg) was connected to the patient and pacing was applied. During transport to the intensive care unit (ICU), staff noticed that the epg had turned off. The patient reentered cardiac arrest and resuscitation was again performed. The epg was able to be turn back on again and apply pacing. The epg was sequestered at the facility. The patient fully recovered and no further patient complications have been reported as a result of this event.